Manufacturer narrative:
During an internal review on (B)(6)2020 , correction noted on the 3500a initial report as the lot # was blank; however, it should be 30317257l. Therefore, processed the ¿d4. Lot #¿ field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient coughed and thus moved and a cardiac tamponade occurred. A pericardiocentesis was performed to remove an unspecified amount of blood from the pericardium. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.  Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient coughed and thus moved and a cardiac tamponade occurred. A pericardiocentesis was performed to remove an unspecified amount of blood from the pericardium. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related as it occurred due to patient movement during the ablation. Transseptal puncture was performed with a brk transseptal needle from st. Jude medical. There was no evidence of steam pop during the ablation. The flow was set at 8ml/min while applying <30 watts and 15ml/min while applying >30 watts. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3,3,25,3. No additional filter was used. The color option used prospectively was ablation index. No error messages were observed on any biosense webster, inc. Equipment during the case.